Event description:
It was reported that patient had shortness of breath. The device had p-wave under sensing and atrial rate was lower than ventricular rate. Parameter settings were changed to increase the atrial rate to match the ventricular rate. The device is still in use. No patient further complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.